Manufacturer narrative:
The complaint device was returned for evaluation. Incoming visual inspection identified the case and screen were chipped. Technical visual inspection did not identify any anomalies. Device evaluation found an occlusion test error. It was determined that the ultrasonic pressure sensor was bad. The ultrasonic pressure sensor was replaced and the device tested to OEM specifications. The root cause for the reported repeated failure of the distal occlusion test was determined to be the bad ultrasonic pressure sensor. This type of event will continue to be monitored.

Event description:
Reportedly, post purchase, the device was repeatedly failing the downstream occlusion test. There was no patient involvement. No additional information available.